Manufacturer narrative:
One cadd-legacy plus pump was returned for analysis in fair condition with damaged housing. The device was powered up and alarmed ec1260 which is a corruption of the memory of the circuit board. The circuit board will be replaced to resolve the issue.

Event description:
Information was received indicating that a smiths cadd-legacy® plus pump is constantly alarming. There was no reported patient involvement.